Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
There are previous complaints on the device not related to this issue. During routine maintenance testing, it was found that the pump's performance for flowrate % was below the acceptable range. An adjustment was made to recalibrate the flowrate % successfully resolving the issue. A corrective and preventive action (CAPA) has been initiated to investigate the root cause of this event, reference complaint #(B)(4).

Event description:
On 10/15/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Failed flowrate test with a deviation of (B)(4). No report patient was involved.

Manufacturer narrative:
This supplement serves as a correction. Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. The flow rate was within specifications. Reference to complaint #(B)(4).